Event description:
It was reported that a harmonic scalpel activated on its own without the operator pulling the trigger.

Manufacturer narrative:
Final investigation showed that the button switch on the device was broken. It was not possible to duplicate the reported problem of the device activating without the button having been engaged.